Event description:
While starting the stealth fess (functional endoscopic sinus surgery), the rep attempted to have the resident register the head frame and instruments. The head frame and none of the ent (ear, nose, throat) instruments were in the landmarx software. The medtronic rep had to call the company and troubleshoot on adding each instrument and the head frame in order to start the case with the stealth. This delayed our case approximately 15 min. Then later in the case upon selecting the black sure trak, by the rep, on the landmarx system to track with the microdebrider the software completely shut down on the stealth treon and returned to the main log in page. The rep then had to re-select the scan and verify the instrumentation again. This not only delayed the case but disabled our ability to track with the system.